Manufacturer narrative:
A specific root cause could not be identified based on provided information. Based upon information provided, the likely root cause was a temporary instrument issue which was resolved by the service visit.

Event description:
The customer reported that they received erroneous results for two patient samples tested for intact human chorionic gonadotropin + the ss- subunit (hcgb). The first patient sample initially resulted as 62.35 miu/ml and this value was reported outside of the laboratory. The sample was repeated on a different e602 analyzer and resulted as <0.1 miu/ml. The repeat value was believed to be correct. The second patient sample, from a female born on (B)(6), initially resulted as 45.00 miu/ml and this value was reported outside of the laboratory. The sample was repeated on a different e602 analyzer and resulted as <0.1 miu/ml. The repeat value was believed to be correct. The patients were not adversely affected. The hcgb reagent lot number was 17753701 with an expiration date of 08/31/2015. The field service representative determined that there was an electronic failure of the measuring cell. He adjusted the measuring cell voltage. He ran a successful blank cell calibration. The customer ran calibrations and controls, which were within specifications.

Manufacturer narrative:
The customer provided data for six additional patient samples with erroneous hcgb results. All samples were measured during the same time period on (B)(6) 2014. All samples were from patients who were known to be not pregnant. These six patients were not adversely affected. The customer was asked to provide additional information for these patients, but no additional information could be provided. Additional patient sample 1 initially resulted as 71.31 miu/ml. When the sample was repeated on a different e602 analyzer, it resulted as < 0.1 miu/ml. Additional patient sample 2 initially resulted as 6.37 miu/ml. When the sample was repeated on a different e602 analyzer, it resulted as < 0.1 miu/ml. Additional patient sample 3 initially resulted as 46.8 miu/ml. When the sample was repeated on a different e602 analyzer, it resulted as < 0.1 miu/ml. Additional patient sample 4 initially resulted as 62.35 miu/ml. When the sample was repeated on a different e602 analyzer, it resulted as < 0.1 miu/ml. Additional patient sample 5 initially resulted as 45.19 miu/ml. When the sample was repeated on a different e602 analyzer, it resulted as < 0.1 miu/ml. Additional patient sample 6 initially resulted as 42.41 miu/ml. When the sample was repeated on a different e602 analyzer, it resulted as < 0.1 miu/ml. The field service representative verified that the procell/cleancell aspiration filters were installed tightly. No contamination or crystallization could be observed on the gripper fingers.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).